Manufacturer narrative:
Reported issue was resolved at the time of the event. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the site's navigation system monitor screen became unresponsive. After a few minutes, the screen responded and the surgeon continued the procedure. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was 5 minutes. There was no impact on patient outcome.